Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked end cap. No missing sticker or loose drive support disk were noted during the visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 17.1 mmol/l. The customer reported that the insulin pump fell. The customer also reported that the drive support cap of the insulin pump appeared to be loose. The customer also reported that the reservoir of the insulin pump could not be attached because the drive support cap was pushing out. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).